Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer received no delivery alarms. The customer also stated the pump was unresponsive to new batteries and was changing battery once a week. Blood glucose level at the time of the incident was 336 mg/dl. Troubleshooting was not completed. No harm requiring medical intervention was reported. The pump will not be returned for analysis. No product is expected to return for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected rewind anomalies noted. No unexpected low battery alarm anomalies noted. No excessive no delivery or occlusion alarm noted. (B)(4).